Manufacturer narrative:
Trackewise # (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 metal wire was sticking out. The jaws were closed and oriented down during insertion of the tool into the cannula. Nothing broke off into patient. A new device was used to complete the procedure. There was no procedural delay. There was no patient harm. Photo provided by complainant shows the device with evidence of use with the metal wire partially detached from the jaws.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section unique identifier (UDI) # d-4 : (B)(4). The device was returned to the factory for evaluation on 10/01/2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. An investigation was conducted o 10/09/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects were observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No electrical testing was conducted due the condition of the heater wire. Based on the photographic evaluation as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000402742 history record review was completed. There were two (02) ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Tw ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 metal wire was sticking out. The jaws were closed and oriented down during insertion of the tool into the cannula. Nothing broke off into patient. A new device was used to complete the procedure. There was no procedural delay. There was no patient harm.